Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error. The customer did not know the blood glucose reading. He stated that the alarm occurred during the priming process. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-70220please see medwatch report # 2032227-2014-70221.